Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
This report pertains to one of the two devices used on the same patient. Refer to manufacturer's report 3005099803-2024-05279 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the rectum to treat a perirectal collection during an endoscopic ultrasonography (eus) procedure performed on (B)(6) 2024. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent was deployed inside the collection; however, in the fourth and last step, it did not open correctly and was deployed inside the collection. It was also noticed that the delivery system was unable to finish its path and was not blocked in the fourth position. Another axios stent was used but the same problem occurred. Subsequently, the delivery system was forced, and the stent was also deployed incorrectly inside the collection. The first axios stent was placed inside the collection and will be removed along with the second axios stent, and the procedure was completed. Reportedly, the explant date is still unknown and will depend on the patient's condition. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted in the rectum to treat a perirectal collection. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed in the rectum for the treatment of perirectal collection.